Event description:
The customer contact reported concurrent flow. The primary tubing set was being used to deliver an unspecified volume of normal saline at a rate of 150 ml/hr via an acclaim pump. At an unspecified time, a secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified concentration of cytoxan at a rate of 300ml/hr. The primary solution container was lowered below the secondary solution container. At this time, the nurse reported the primary and secondary solutions were delivering concurrently. The tubing set was removed from the pump and was loaded into a replacement pump. The primary solution container was lowered even further below the secondary solution container and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).